Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0767622.once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device which was sent in for service was found to be leaking air from the inlet. No harm or delay were reported along with the event. No other adverse events were reported.

Event description:
No additional information.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the repair site confirmed that the unit was leaking from the gas inlet. The motor, bearing pack, o ring, seal, reciprocating arm, and hinge throttle gasket were replaced and resolved the reported issue. It was noted that this unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.